Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported difficulty could not be determined. Possible factors that can contribute to difficult to remove/resistance with the introducer sheath post-inflation include, but are not limited to, loose balloon folds, guiding catheter lumen obstructions, kinks, bends, procedural technique, insufficient support or interactions with other devices. In this case, a conclusive cause for the reported difficulty removing the device could not be determined since the device or component were not returned for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat a lesion in the distal superficial femoral artery. A 5french (f) sheath and .014 guide wire was advanced. The 7.0x60mm armada 35 balloon dilatation catheter (bdc) was inflated once at nominal pressure and was being removed when resistance was noted on the 5f sheath but was removed independently. Another same size armada bdc was inflated once at nominal; however, the same issue occurred during removal with the 5f sheath but also removed independently. The physician thought switching the guide wire to .035 would aid in the removal but had the same resistance. A non-abbott balloon was used with the same sheath and guide wire for post dilatation and completed the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.